Event description:
On (B)(6) 2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 437 mg/dl and was admitted to the hospital. The user was treated with exogenous insulin and IV fluids and discharged (B)(6) 2025. No long-term health effects were reported.

Manufacturer narrative:
The user experienced hyperglycemia resulting in hospitalization while using the ilet. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hyperglycemia beginning after a supply change, and an occlusion alert was recorded that stopped insulin dosing and contributed to prolonged insufficient insulin delivery. Additional supply changes were performed during the event window. Clinical assessment indicates the event was most consistent with infusion set¿related obstruction or failure along the fluid pathway resulting in inadequate insulin delivery rather than abnormal ilet device performance. It is unclear how the user¿s reported fall is associated with the hyperglycemic episode. If additional information becomes available, a supplemental MDR will be submitted. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.